Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had green color on image. The issue was found during set up/ inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure (green color on image) was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: stripes in image occur and therefore no image is displayed a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the stripes in image occur and therefore no image is displayed was due to a broken video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.